Event description:
A facility's mr technician reported that a sedated patient sustained a burn on the left buttocks after an MRI scan. The patient received medical treatment for the burn.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found no evidence of system malfunction that potentially caused or contributed to the event. According to the mr technician, the patient had proper padding.